Manufacturer narrative:
D9 - date returned to mfg: 7/25/2024. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump was found to have a pump that was over delivering. The cause of the customer reported problem was the expulsor. The pump was in used condition. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the expulsor, and the pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the device had a failed accuracy test +7.9%. There was no customer damage reported, the device issue was not related to physical damage/abuse, and there was no delay of therapy. There was no patient involvement.

Manufacturer narrative:
E1: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.